Event description:
Report states meter to hcp meter comparison testing was done, within 10 minutes. Meter reading was 17 mg/dl, and hcp meter read 100 mg/dl. No symptoms were reported. Control test was not done. (It is unclear if unidentified nurse called; report notes 'nurse' did not wish to troubleshoot.) On followup, the meter user confirmed reported test results. Pt stated test strips were not stored in vial, and that meter was never cleaned. Pt stated an er2 message was given for not enough blood. Reporter was given training on testing techniques. No harm alleged.